Manufacturer narrative:
We have received the log and communication files of the affected column. These were investigated and the investigation results in the following. The "collision detect line" of the siemens partner system was activated. This line is usually activated by the partner system if the table enters are collision area or there was a collision. Further more connecting errors were logged. The cause of these errors is a hardware defect. Possible hardware defects related to the logged errors are e.g. A defect in the ethernet line, communication module (part of getinge-maquet table) or in the switch of the siemens partner system. In case such connection problems occur, the table can be operated with the maquet remote control (but not via the siemens partner device). After this incident no other complaints were received for the affected device. The production documentation was reviewed and no issues were found. We cannot determine the root cause any further and assume that a sporadic defect of a an electronic part has most likely caused this malfunction. Getinge-maquet gmbh provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
Manufacturer reference # (B)(4).

Manufacturer narrative:
At the time of this report the investigation is still ongoing. As soon as the investigation is finished the report will be updated and a follow-up/final report will be provided to the FDA.

Event description:
The following was reported. It was not possible to move the table in the way the user wanted it to move. A patient needed to wait for one hour. No health consequence was reported due to the issue. Manufacturer reference # (B)(4).